Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 d4: UDI#: (B)(4). A power switch overlay was returned for analysis. Visual inspection of the power switch overlay assembly revealed no evidence of damage or contamination. An investigation was performed and the alarm (red) light-emitting diode (led) detached from the trace not making contact on the power switch overlay created the alarm led error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020 b4: 26aug2020 the service technician confirmed the power switch overlay was replaced and the phenomenon was improved. No other abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 1 procedure to prevent failure: oxygen inlet filter, air inlet filter and cooling fan filter. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported alarm light-emitting diode (led) failed occurred. The check vent: alarm led failure occurred in the repair center and occurrence record of the alarm was also confirmed in the diagnostic report (drpt). Power switch overlay needs to be replaced. Repair will be performed after the quotation is approved. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.